Manufacturer narrative:
Testing and investigation found the device touchscreen responded when pressed; however, the keys were out of alignment. During a review of the device history "button ID: invalid" alarm codes were noted. The probable cause of the customers report of touchscreen does not respond when pressed was due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a report that during set up prior to patient use, the device touchscreen does not respond. There were no reports of any adverse patient events, no reports for medical intervention, and no delay in critical therapies while the device was in clinical use. No additional information was provided.